Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ax7t. Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth was found broken. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: a small incision was added when changing from 5 to 12 trocars.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an appendectomy, the knife did not return to home position at the first firing, and the jaws did not open. The surgeon commented that the firing force was higher than expected at the firing. Since the jaw of this product did not open and could not be removed from the port, one 5mm port was changed to a 12mm port, and another manufacturer's product (endo-gia) was inserted into the 12mm port. Since there was still a margin under the tissue gripped with this product, it was cut off with another product. After separation, this product was removed. There were no complications of bleeding, and was reported that there was no problem with the patient's condition. Endo gia (covidien) was used to complete the case. There were no adverse consequences to the patient.